Event description:
A manufacturing representative (rep) reported that once a battery is pulled out of overdischarge rapidly charges, and rapidly depletes. They noted that it has happened more than once. The rep stated that they did not have specific details for these instances; just general examples. No further information was provided or known. No specific patient was involved in this report.